Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The insulin pump was exposed to moisture. The display returned after the pump restart. The self-test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.